Event description:
It was reported that the ilet displayed persistent low glucose readings, including a reading of 45, leading the user to treat with candy, glucose tablets, and juice; confirmatory fingersticks showed glucose rising from 68 to 83 and the sensor subsequently aligned, suggesting a transient sensor accuracy issue while the pump suspended insulin for lows. Symptoms included hypoglycemia with associated anxiety, distress, and lethargy. Outcomes included no long-term health consequences or impact. Troubleshooting and education were conducted, including fingerstick confirmations, continued monitoring, and guidance to contact the healthcare provider¿s emergency line, with plans to assist with pairing the ilet app for report review. Investigation of this case revealed no device malfunction confirmed at this time, and the event was managed by standard hypoglycemia treatment and verification of sensor readings. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.